Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stryker acetabular components was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Root cause: a root cause cannot be ascertained without additional information and confirmation of the event. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient has a failing acetabular cage with massive bone loss an the cup is clearly loose. Revision was planned to revise the hip replacement with a dual mobility triflange cup with ha coating. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: left side. Failed acetabular cage. Patient has a stable stryker stem. Will plan a dual mobility triflange cup with ha coating. Brief medical history: patient was in a car accident in 2011 and was treated with an "off the shelf" acetabular cage for and acetabular fracture (was converted to a hip replacement at that time). Patient has a failing cage with massive bone loss. Will need a custom option. Current cup is clearly loose.